Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that four days post insertion the catheter leaked. The customer indicates that they could not locate if the leak was from the catheter or from the patient. The line was removed and replaced.

Manufacturer narrative:
(B)(4). The customer returned a 2-l 5fr x 50cm w/ 80cm PICC catheter for evaluation. Visual examination did not reveal any defects on the extension lines, catheter body, catheter tip, or juncture hub. The catheter length measured 19.96", which is within specification. The catheter was leak tested by injecting water into each extension line using the lab leak tester. Each lumen was pressurized with water to 45 psi for 30 seconds. The distal end of the catheter was capped off during testing to restrict flow. No leaks were observed from any region of the catheter. A device history record (DHR) review was performed on the catheter and no relevant findings were identified. The instructions-for-use (IFU) for this product advises that indwelling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position and for secure luer-lock connection. The reported complaint that the catheter leaked could not be confirmed based on examination and functional testing of the returned sample. The returned catheter did not leak during functional testing and it met dimensional and visual requirements. A DHR review did not reveal any manufacturing related issues. No problem was found with the returned catheter.

Event description:
The customer reports that four days post insertion the catheter leaked. The customer indicates that they could not locate if the leak was from the catheter or from the patient. The line was removed and replaced.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that four days post insertion the catheter leaked. The customer indicates that they could not locate if the leak was from the catheter or from the patient. The line was removed and replaced.